Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (discharge profile faults, capacitor voltage fault) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the pulse test failure was isolated to extensive contamination on inter-pca connector j1003. The oxidation build-up on the tin connector increased the resistance, causing the pulse test failure. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor was experiencing discharge profile faults and capacitor voltage faults.